Manufacturer narrative:
The product associated with this report was not received for examination. The investigation is unable to draw any conclusions with regard to this specific instrument. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The drill bits broke while drilling for a screw. Update (B)(6) 2017 follow-up received from the sales rep indicates the tip of the drill bits are broken.